Event description:
The customer reported via phone call that he received a change sensor alert and a calibration error. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised tha the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.